Event description:
The consumer reported the points wart removal system caused a painful wound which discharges secretions. The consumer stated that they used the product according to the package insert directions although no detailed usage details were provided. The consumer also stated the burning from the application lasted for days along side pulsating pain which had not stopped. The skin was noted to have a large red and spotted lesion from the treatment. The consumer did state that he wound was on their face which implies where on the body the product was used. The consumer stated that since the wound was on their face it could only be treated by a doctor although no mention of medical treatment was sought for the injury. This information was forwarded to orasure technologies inc. On a questionnaire from genomma laboritories international.

Event description:
The consumer reported the the pointts wart removal system caused a painful wound which discharges secretions. The consumer stated that they used the product according to the package insert directions although no detailed usage details were provided. The consumer also stated the burning from the application lasted for days along side pulsating pain which had not stopped. The skin was noted to have a large red and spotted lesion from the treatment. The consumer did state that he wound was on their face which implies where on the body the product was used. The consumer stated that since the wound was on their face it could only be treated by a doctor although no mention of medical treatment was sought for the injury. This information was forwarded to orasure technologies inc. On a questionnaire from genomma laboritories international.

Manufacturer narrative:
The consumer reported the the pointts wart remover product caused a painful wound on thier face in which discharges secreations. The consumer stated that they used the product according to the product instructions but no usage details were provided. The questionnaire provided stated burning from the treatment lasted for days and a pulsating pain would not stop. The skin was reported to have a large red and spotted lesion at the site of treatment. The consumer stated that the wound on the face from the treatment can now only be corrected by a medical professional. No usuage details were provided by the consumer so the number of treatments, how long the product was charged and how long the product was applied can not be confirmed. No information was provided on whether the wart/verruca was diagnosed by a medical professional. According to the product insert, if the consumer is unsure of what type of wart they are treating, consult a doctor before using the pointts wart removal system. It is possible the consumer's warts were not suitable for use with the pointts product. Due to the lack of information reported this complaint will be resolved as unconfirmed. An e-mail from genomma reported that no further information was to be expected from the consumer.